Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced damage on the reservoir. The customer's blood glucose value was unknown. The customer stated that he noticed an air bubble in the reservoir which attributed to the crack in the reservoir compartment. The location of the damage is the reservoir compartment viewing window. The product was returned for analysis.